Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Analysis found an external insulation abrasion was found at 9.7 ¿ 9.8 cm from the connector pin, breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.